Event description:
A female with suitable anatomy underwent initial aaa repair in 2005. One main body and two iliac leg grafts were placed. Over time, due to aneurismal growth, the physician decided to extend the seal zone. The physician placed the additional iliac leg graft in 2008. The patient is doing well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy and changes in the patient's anatomy over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.